Manufacturer narrative:
Device passed self test and displacement test. Device audio or beep or vibrate function properly and no loud noise anomaly noted during testing. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarms that had lost some loudness. The customer¿s blood glucose level was unknown. The customer stated that insulin pump was erased when putting in new batteries. The customer declined the troubleshooting. The insulin pump will not be returned for analysis.